Manufacturer narrative:
Additional information indicated that the angiogram had confirmed the occlusion of the proximal right superficial femoral artery prior to the deployment of the stent. Of note, the right common femoral artery (rcfa) was highly diseased as a baseline condition and the dissection from the rcfa access site likely completed the occlusion. It was reported that the occlusion and dissection resolved on the date of onset. No additional adverse patient effects were reported. Conclusion: the delivery catheter system (dcs) was not returned to medtronic, therefore analysis could not be performed. Procedural images were not available. Vascular access related complications, such dissection and bleeding, are known potential adverse patient effects per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Vascular complications, such as occlusion, are known potential adverse patient effects per the evolut system IFU. Vessel injuries are typically related to patient anatomical factors, in addition to procedural and device factors. Based on the information available, a root cause of the dissection and the vascular complication could not be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications were related to these events. Updated data: h6 conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received which indicated that at baseline, high grade calcified stenosis of the proximal right superficial femoral artery presented. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that during the treatment of the iliac dissection, a 7 mm x 60 mm lithotripsy balloon was utilized. Added img (annex g) code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product will not be returned for analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, right common femoral artery hemostasis could not be obtained due to an iliac dissection. Different non-medtronic closure devices were deployed without success. From the left common femoral artery a non-medtronic catheter engaged the right common iliac artery. Angiography revealed contrast extravasation for the mid external iliac artery and from the common femoral access site. An 8x100 millimeter (mm) stent was deployed to cover both sites. Angiography demonstrated a widely patent external and common femoral arteries without contrast extravasation. Two units of packed red blood cells were transfused. Following the stenting of the right iliac and common femoral access site, the proximal right superficial femoral artery was occluded. This reported as possibly procedural related but not related to a medtronic product. An angioplasty was performed with a 6x80 mm non-medtronic balloon. Angiography demonstrated restored flow, diffuse superficial femoral artery disease and subtotal occlusion at the adductor canal with copious collateral, which as reported, suggested chronic total occlusion at that level. A 6x100 self expanding stent was deployed in the proximal superficial femoral artery. Another angiography demonstrated a widely patent ileo-femoral system. It was reported the minimum diameter of the access vessel was 6 mm. Per the physician, the cause of the dissection was not able to be confirmed, however it was possibly related to the delivery catheter system or the non-medtronic guidewire. No additional adverse patient effects were reported.